Event description:
Eleven days post index procedure the male patient experienced a sub acute thrombosis and expired. The lesion treated was the proximal lad. The physician could not even get a wire across before the patient arrested.